Event description:
After deployment of a right carotid artery stent, the embolic protection device (epd) needed to be removed. Multiple capture devices were used unsuccessfully to remove the epd. Balloons were also used to try to dilate the balloon to allow for the epd to be removed, also unsuccessfully. Eventually, the wire attached to the epd broke, leaving the epd in the right carotid artery distal to the stent. The md embolized the right carotid artery proximal to the stent, occluding it.